Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the material, manufacturing, inspection or sterile processing that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # : (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical record received. After review of medical record patient was revised to address metallosis. Revision notes stated that head was removed with evidenced of corrosion. Soft tissue at the periphery of the acetabular component was removed, after which the curved acetabular osteotomes were used to remove the acetabular component with minimal bone loss. There was a contained defect in the ischium which did not involve the cortex. The greated trochanter had some osteolysis secondary to metal debris but was intact. Limb lengths were improved from the 9 mm short that the patient was before. Doi: (B)(6) 2008 . Dor: (B)(6) 2020. (Right hip).